Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Visual examination of the returned product identified a portion of the threaded tip to be fractured. Heavy scratching is present up and down the shaft. The strike plate exhibits impact marks. Review of the device history records identified no deviations or anomalies during manufacturing. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument was found with a broken tip after the case. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 00-8775-036-01 lot# 3144428 biolox delta fem head, 36mm, -3.5mm, cat# 01.00121.050 lot# 3118375 alloclassic sl0 sz 5, cat# 010000999 lot# 7442067 g7 screw 6.5mm x 30mm, cat# 010001001 lot# 7338304 g7 screw 6.5mm x 40mm, cat# 010000997 lot# 7426713 g7 screw 6.5mm x 20mm, cat# 30123604 lot# 65698926 g7 vit e high wall lnr 36mm d, cat# 010000662 lot# 7444480 g7 pps ltd acet shell 50d, cat# 31-323230 lot# 65783041 3.2mmx30mm rnglc+ acet drl bit. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.